Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported that customer had high blood glucose. Customer stated had sensor glucose versus blood glucose reading differences. Customer stated they are getting low reading and treating with insulin without testing and ended up not being low instead blood glucose at that time was over 500 mg/dl. Customer treated with the insulin pump. Customer was inserting the sensor on the upper buttocks area. Advised the customer that the sensor is only designed to be worn in the stomach. Customer's mother refused to troubleshoot. No further information provided.